Event description:
During a gastrectomy procedure, after using the shears for 10 minutes, the generator alarmed with error code 5. Changed to new shears and finished or. There was no patient consequence.